Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield did not perform as intended, as the device failed to open in the middle section and the proximal end. Recan 10mm x 8mm , with 4mm neck, rica ophthalmic aneurysm. Very tortuous vessels. Followed instructions for use (IFU) for preparing stent correctly. Pipelinestent twisted on deployment in middle to proximal section. Multiple attempts to untwist stent occurred. U nsheathing and resheathing failed. Set up was sofia 6f with phenom catheter. Once multiple attempts were made to untwist the stent the decision to pull out the mc and the stent together was made. Shorter competitor stent was used instead of pipeline. Patient fine after case.